Event description:
It was reported that the handpiece began smoking during a total knee procedure. When this happened, the device had not overheated and there was no unusual smell noticed. There was no pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.